Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, a photo was provided for review. The investigation of the reported event is currently underway. Expiry date: 09/2025. Device pending return.

Event description:
It was reported that some time post chronic catheter placement, the infusion system that was connected with the chronic catheter was allegedly broken. It was further reported that the catheter has to be cut allegedly and repaired. There was no reported patient injury.

Event description:
It was reported that some time post catheter placement procedure, the infusion system that was connected with the chronic catheter was allegedly broken. It was further reported that the catheter has to be cut allegedly and repaired. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one broviac s/l repair kit catheter was returned for evaluation. Functional, gross visual, tactile and microscopic visual evaluations were performed. In addition to the returned physical sample, one electronic photo was provided for review. A complete circumferential break was noted to the distal end of the catheter and the edges of the complete circumferential break on the distal end of the catheter were noted to be uneven. The surface was noted to be glossy with striations throughout. The photo shows one broken catheter segment and broken hub placed inside a transparent bag. Therefore the investigation is inconclusive for the reported failure to disconnect issue as the exact circumstances at the time of the reported event was unknown and cannot verified from the provided photo. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 09/2025). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.